Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose events in the early morning while using the ilet system; the user had been entering ¿more than usual¿ meal announcements and also confirmed eating more carbohydrates than typical, and oral glucose was used to treat the lows. Symptoms included hypoglycemia and hot flashes/flushes. Outcomes included the need for unexpected medical intervention in the form of medication treatment with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings, with insufficient information regarding a device problem and no identifiable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.